Event description:
It was reported that the customer's insulin pump is cracked. Caller stated that the insulin pump had a cracked around the bottom where the batter screws and another were the reservoir goes in. Caller stated that some of the plastic broke off and there are wires exposed. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with broken off end cap, cracked battery tube threads and case near display window corners noted during visual inspection.